Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was treated with vancomycin intraperitoneally (ip) (dose and frequency not reported) and fortaz (dose, frequency and route of administration not reported) for the event. Treatment was later discontinued. The next month, the patient experienced recurrent peritonitis manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event and treatment with vancomycin (intravenously, dosage and frequency not reported) was re-initiated. The patient was also given morphine to treat the abdominal pain. During hospitalization, the pd catheter was replaced. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The first case of peritonitis developed on an unspecified date in (B)(6) 2014. A batch review will be performed for potentially associated lot numbers h13i05054 and h13j22041. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13i05054, h13j22041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.